Event description:
It was reported an empty reservoir occurred. The last fill was in april. There was a confirmed pump motor stall. A motor stall occurred after the empty reservoir. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant products: product ID unknown, serial # unknown, product type catheter; product ID 8840, lot# / serial # unknown, product type programmer, physician. (B)(4).